Event description:
It was reported, the pt's right siderail was not operating to specs due to a broken top rail.

Manufacturer narrative:
A broken top rail is likely the result of repeated impact damage (customer abuse).